Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the red rubber catheters were causing discomfort and the patient got an infection. It was unknown what medical intervention was provided for infection. Per customer via phone (B)(6) 2022, customer stated they went to the hospital for an infection and was treated with antibiotics in the hospital. Customer stated they were no longer uses the catheters.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "patient sensitivity to materials". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the red rubber catheters were causing discomfort and the patient got an infection. It was unknown what medical intervention was provided for infection. Per customer via phone (B)(6) 2022, customer stated they went to the hospital for an infection and was treated with antibiotics in the hospital. Customer stated they were no longer uses the catheters.